Event description:
It was reported that the patient experienced a consistent surging sensation when in various different physical positions and environments (home, running errands, etc). There was no known incident related to the event. Impedance measurements were normal. There was no change in relief or area of coverage, just surging.